Event description:
Procedure: low anterior resection. According to the report: the surgeon was closing down the anvil after mating it to the stapler, and felt some tension as the stapler was hard to close. The surgeon checked for extraneous tissue, and the barrel of the stapler and anvil were clear. After firing the stapler, the surgeon stated that the stapler cut the tissue, yet did not form any staples. This incident added an additional 3 to 4 hours to the case due to the surgeon having to hand sew the anastomosis low in the pelvis. There was tissue damage and patient injury reported. In addition, the operating time was extended to hand sew the anastomosis.